Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced slower pump rewinds with grinding noises, a crack on the back from the belt clip rail to the battery compartment, and inability to connect the pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7811na, mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
P-cap was attached and locked into place properly during evaluation. After battery installation, the unit powered up and was downloaded successfully; however, no relevant alarms were noted in the history files. The unit presented with a confirmed blank display condition. Due to the blank display, full functional testing could not be completed. The unit was cut open to perform a visual inspection, and moisture damage was found on the electronic assemblies, separated to the electronic stack. The following cosmetic and physical conditions were also noted during inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, missing display window/cover, stained keypad overlay, cracked keypad overlay, label damage, cracked corner of the belt clip rails, and cracked battery tube threads. In conclusion, the blank display was confirmed and attributed to moisture damage on the electronic assemblies, separated to the electronic stack. Damage to the belt clip rails was also confirmed, specifically a cracked corner of the belt clip rails. Audio/vibrate anomaly, rewind anomaly, and no communication between the pump and transmitter were not confirmed, as no relevant alarms were found in the downloaded history files. All remaining findings were cosmetic in nature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.